Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery. Device analysis report attached. This report is submitted on december 26, 2023.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent no sound with the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on august 15, 2023.